Event description:
It was reported that stent damage occurred. A stenosed target lesion was located at the opening of the vertebral artery. A 5.0mmx15mmx150cm, express vascular sd stent balloon expandable was selected for vertebral artery stenting implantation. During procedure, the stent had resistance when it was advanced, and the proximal end of the stent was kinked when it was withdrawn. The procedure was completed with another of same device. There were no patient complications as a result of this event. The patient condition following procedure was stable.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1: (B)(6).

Event description:
It was reported that stent damage occurred. A stenosed target lesion was located at the opening of the vertebral artery. A 5.0mmx15mmx150cm, express vascular sd stent balloon expandable was selected for vertebral artery stenting implantation. During procedure, the stent had resistance when it was advanced, and the proximal end of the stent was kinked when it was withdrawn. The procedure was completed with another of same device. There were no patient complications as a result of this event. The patient condition following procedure was stable. It was further reported that the lesion was 35% stenosed in a mildly tortuous and mildly calcified vessel.

Event description:
It was reported that stent damage occurred. A stenosed target lesion was located at the opening of the vertebral artery. A 5.0mmx15mmx150cm, express vascular sd stent balloon expandable was selected for vertebral artery stenting implantation. During procedure, the stent had resistance when it was advanced, and the proximal end of the stent was kinked when it was withdrawn. The procedure was completed with another of same device. There were no patient complications as a result of this event. The patient condition following procedure was stable. It was further reported that the lesion was 35% stenosed in a mildly tortuous and mildly calcified vessel.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the express sd was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. Device to device interaction test was performed and the device was able to track over a test guidewire. Inspection of the remainder of the device presented no damage or irregularities. Product analysis could not confirm the reported difficulty to advance or stent deformation.